Manufacturer narrative:
Patient is a male k9. Customer did not return the hand piece. Therefore, inspection and analysis of the handpiece was not performed. Customer stated that the hand piece was taken out of circulation. Customer is considering doing an exchange of the hand piece and will call back if they decide to replace it.

Event description:
Customer reported that handpiece may have been clogged resulting in a corneal burn on a canine. Veterinarian closed the incision and did graft flap. No post-operative complications, good patient outcome.